Event description:
It is reported that during surgery in 2008, the implant was opened and found to have plastic adhesive on it. Another device was used to complete surgery.

Manufacturer narrative:
Section f was completed by the manufacturer. Info was received from a distributor who is not required to complete form 3500a. Eval summary - previously addressed supplier issue. This femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some case a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene bags has been revised to ensure appropriate composition levels. All product in zimmer inventory that was packaged with the suspected raw material lot was reworked and a field communication was released to heighten the awareness of this potential issue.